Manufacturer narrative:
Upon further investigation, the system was not switching as a result of the end user who mistakenly turned off raw power to the circuit breaker. The was no malfunction of the unit. The reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not a reportable event.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the machine is not functioning. It is unknown if the device was in clinical use at the time of the event reported. There was no patient or user harm reported.